Event description:
This rv lead was implanted on (B)(6)2007. A call to technical services on 4/11/11 states that the lead was replaced by another medtronic lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).